Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a physical damage. Blood glucose at the time of the incident was unknown. Customer reported that the display screen was severely scratched and was unable to read the screen. Customer declined troubleshooting for physical damage. Customer was advised a replacement will be sent. The device is not expected to be returned for analysis.